Event description:
It was reported that during an examination the physician noticed that the collimator was hanging off the x-ray tube. According to the physician, upon inspection the collimator fell off. Siemens local service engineer, (B)(6), was dispatched to this site. Upon arrival the engineer saw that the collimator was still secured tightly to the brass tube flange but some of the screws were either on the table or had fallen into the collimator. The screws appeared to be stripped out from the x-ray tube. There are no injuries involved in this event.

Manufacturer narrative:
The reported issue appears to be a first occurrence and no similar issues have been reported from the field. The concerned screws are secured with loctite at the factory and no service activities are required for them. This site service records show that the concerned screws had been tightened by another engineer in (B)(6) 2008. This resulted in damage to the screw threads and caused loosening of the collimator flange to the x-ray tube. The engineer replaced the x-ray tube and recalibrated the system. The system is within specifications. The replaced screws were sent to the factory for further investigation. (B)(6).